Event description:
It was reported that during an endovascular procedure, after vessel selection using the subject guidewire, it was removed from the patient's anatomy and the tip was reshaped. A guidewire introducer was set from the back end of the subject guidewire in order to insert it into the microcatheter again. At that time, peeling of the subject guidewire coating was observed and the use of this device was discontinued. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. No other information is available.

Event description:
It was reported that during an endovascular procedure, after vessel selection using the subject guidewire, it was removed from the patient's anatomy and the tip was reshaped. A guidewire introducer was set from the back end of the subject guidewire in order to insert it into the microcatheter again. At that time, peeling of the subject guidewire coating was observed and the use of this device was discontinued. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. No other information is available.

Manufacturer narrative:
D4 expiration date - added. D4 lot # - corrected from 77752 to 0000077752. H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. There are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: the device was returned together with the introducer. There was no peeled ptfe noted within the introducer. The guidewire was found to be kinked/bent in multiple areas. The core wire distal end was observed through the distal tip dome. The guidewire ptfe coating was noted to be peeling in multiple areas to 69cm from the proximal end. The hydrophilic coating was hydrated and there were no anomalies noted. A functional test was not available as the defect was confirmed during visual inspection the reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that after reshaping the tip of the guidewire, the introducer was set from the back end of the guidewire in order to insert it into the microcatheter again, and at that time, peeling of the guidewire coating was observed. Additional information provided by the customer indicated that the dispenser hoop was flushed and no resistance was encountered when removing the guidewire from the dispenser hoop, no anomalies were noted to the device during initial inspection and preparation, and the device was prepared as per the dfu. The guidewire was returned for analysis together with the introducer. No peeled ptfe was noted within the introducer. The guidewire ptfe coating was noted to be peeling in multiple areas up to 69cm from the proximal end. The guidewire was also found to be kinked/bent in multiple areas along its proximal length. Based on the information provided in the event details, the ptfe coating damage most likely occurred as a result of interaction with the introducer. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer at an angle. An assignable cause of handling damage will be assigned to the as reported and as analyzed ¿ guidewire ptfe coating peeling¿ as well as the as analyzed 'guidewire kinked/bent' as these issues are due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.